Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the charge time out (cto) using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the ctos. Battery analysis revealed that no internal short occurred. There was localized lithium (li) discharge along the edges and it is consistent with the increased battery impedance measured upon receipt for battery analysis. Review of the field device interrogation data from the explant date indicated a charge timeout event had prior to explant. The charge timeout event resulted from increased battery resistance induced by li-severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) experienced a charge circuit timeout and an excessive charge time prior to the device triggering recommended replacement time (rrt). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.